Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's right ventricular (rv) lead exhibited high out of range pace impedance measurements and loss of capture. During a routine device changeout procedure, the lead was tested on a pacing system analyzer and still exhibited out of range measurements. This lead was capped and replaced. No additional adverse patient effects were reported.